Event description:
A dental technician (working in a practice lab) sent an email asking for support. A patient developed a gag reflex after wearing the new prosthesis. After telephone consultation with the dentist, the patient has no redness, burning or taste paresthesia. One of the materials used for the prosthesis is palaxpress. The patient has proven allergies on benzoyl peroxide and nickel. In addition the patient complains about several pre-existing diseases (rheumatism, bronchial asthma, cardiac arrhythmias, thyroid dysfunction, hashimoto, bekhterev syndrome). The patient has no symptoms, when she doesn't wear the prothesis. The dentist stated by telephone that the patient's gag reflex might possibly be due to one of the patient's other illnesses.

Manufacturer narrative:
This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the office staff reported the patient having an allergic type reaction. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution. A patient provided a written inquiry request regarding the composition of palaxpress. The patient is experiencing a gag reflex after wearing the prosthesis, no other symptoms reported. The symptom gag reflex subsides when not wearing the prosthesis. The patient has several pre-existing health conditions and the dentist stated that the gag reflex could possibly be due to one of those. The patient has an allergy to benzoyl peroxide and nickel. Our instructions for use for denture acrylic contain the contraindications: (in case of known or suspected allergy to components of the product, its use is contraindicated. Do not use in case of known or suspected allergy against (meth)acrylate compounds or benzoyl peroxide.) This product is not sold in the us or canada, however, a comparable product is. We will report this incident out of an abundance of caution.